Event description:
It was reported a continu-flo solution set leaked. During a vasopressin infusion, the nurse observed blood backing up into the tubing. Upon further inspection, the nurse noted the IV tubing had separated from ¿the last luer lock.¿ the patient was allegedly bleeding onto the bed. The volume of blood loss was not reported. The nurse changed both the vasopressin solution set and the levophed solution set. During this time, the patient became ¿briefly hypotensive throughout the changing period.¿ the patient ¿suffered no ill effects.¿ no further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: adding b03 for the companion sample in the previous MDR; b01 was added in the previous follow up MDR. H11: the actual device was received for evaluation. During visual inspection a separation was observed between the tubing and the second y-site clearlink in the downstream part. Additional inspection revealed there is a lack of solvent applied in all the circumference of the tube. Dimensional testing was performed at the clearlink y-site housing and was found to be according to product specifications. The reported condition was verified. The cause of the event was due to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage underwater were performed and no separation or leak were noted. The set was primed with sterile water without incident. Functional testing with a flow rate of 2ml/minute was run and the set performed according to product specifications. Lastly a pull test was performed with 5 pounds, and all connections were joined correctly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.